Manufacturer narrative:
Limited information was reported. Despite attempts to gather additional event details as well as clarification of an incident report, no information has been provided to date. Therefore, many of the sections in this report are blank. It was reported that the device was discarded; therefore, no physical analysis of the device can be performed. Additionally, the lot number for the device was reported as unknown; therefore, fields within section d4 could not be completed, including the UDI number. Only the model and catalog numbers were provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu) warnings: do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. Use extreme caution when using a laser, making sure to avoid contact with the zipwire hydrophilic guidewire. Direct contact may cause damage to the wire and/or sever the wire. As noted in the device instructions for use (dfu) precautions: the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. Due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or handling factors have contributed to the event as reported. Lake region medical reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. If any further relevant information is provided, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Event description: facility submitted an incident report on order ref#: m0066802050 0.35 straight guidewire. Surgery supervisor is unsure if this is an isolated occurrence or an ongoing issue. During the procedure the doctor noticed the guidewire was bent at the floppy end and a small fragment was missing (approximately 1 cm). The fragment was visualized on with fluoroscopy and he used a grasper to retrieve the broken off fragment of the wire. The doctor, tech, rn visualized the fragment and wire and agreed all pieces were out of the patient. With use of fluoroscopy there was no other fragments left behind. What troubleshooting steps took place? What troubleshooting steps, if any, resolved the issue? Removed broken wire with grasper. What is the next course of action? Reported incident. Patient present at time of event? Yes. Patient complications: no. Patient complications patient outcome: fully recovered. Time of the event: during procedure. Indicate which of the following occurred as a result of the procedure: alternate device used. 07 may 2026- additional information provided in the distributor's report: was issue present upon opening package? No. Type of procedure: cystoscopy ureteroscopy. Indication: diagnostic. Patient name: unavailable per acct/cust. Birth date: unavailable per acct/cust. Gender: unknown. Product lot/serial: unavailable per acct/cust. What is the return status of the device? Disposed.